Manufacturer narrative:
There was no indication of lens being explanted. All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that after implantation of a zxr00 20.5 diopter intraocular lens (iol) in patient's eye. The patient experienced a gradual decrease in vision in both eye that affected their ability to read small print. No further information was provided. This report will capture one eye and a separate report will be filed for the other eye.

Manufacturer narrative:
Additional information was received and reported that the patient is a (B)(6) year old female, the implant date was (B)(6) 2016, and the operative eye was the left. The surgeon was dr. (B)(6) and there is no plan to explant the lens. The left eye had a trace posterior capsule opacification (pco), but it was not obscuring vision, mild pco. Visual acuity without correction: 20/20. Patient had a 3 month follow up visit on (B)(6) 2017. Her best corrected vision was 20/20. Once they dilated her eyes visual acuity dropped to 20/30 and had trace pco. No further information was provided. Age/date of birth: (B)(6) years old; gender/sex: female. If implanted, give date: (B)(6) 2016. Physician: dr. (B)(6). Health professional: yes. Occupation: physician. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported issue could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed that no similar complaints were received for this production order number. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.